Event description:
Attorney's report of patient's alleged unspecified injuries sustained in an incident in late 2007, involving two bard composix kugel mesh products.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the second mesh reported to be involved in this event will be reported.